Manufacturer narrative:
Missing power cord ground prong. Siderails arms too tight.

Event description:
It was reported by svc report that the power cord had a broken ground prong and the siderail was not locking. No pt involvement or adverse consequences are reported.